Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported three locking screws were determined to be broken post-operatively on (B)(6) 2022 in the proximal fracture. It is unknown when the screws broke. The implants were originally implanted on (B)(6) 2021. The case was a bilateral fracture of the forearm. The radius was segmental fracture and was fixed with the va distal radius plate. The ulna was fixed with the metaphyseal plate. It was unclear which locking screws were broken. The proximal side of the segmental fracture showed callus formation, so that the surgeon decided to follow up with the patient while applying ultrasound. It seemed that the patient was doing a heavy physical work. According to the surgeon, the work might have been an influence on the screw breakage. It is not known if revision surgery took place or not. This pc is related to (B)(4) which reports that the implant set contained only three each of 2.7mm va locking screws (16mm) and 2.7mm va locking screws (18mm). The number of the 2.7mm va locking screws was insufficient, so that 2.4mm va locking screws were inserted. This is report 2 of 3 for (B)(4). This report is for an unknown locking screw.

Manufacturer narrative:
This report is for an unknown locking screw unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if devices were explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. No code is available for injury/potential revision surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.